Event description:
The manufacturer received information alleging beeping occurred on a trilogy evo ventilator and the device will not turn off. The customer also states the unit shut down while in patient use. There was no report of harm or injury to the patient. The trilogy evo ventilator was returned has not yet been returned to the manufacturer. Attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed.